Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized and treated with unspecified antibiotics (ongoing) for the event. At the time of this report, the patient was discharged from the hospital; and was not recovered from the peritonitis event. Action taken with pd therapy was unknown. The reporter declined to provide additional information.